Event description:
It was reported via repair work order that the siderail would not latch in place due to damaged siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.